Event description:
Customer's father reported that the insulin pump returned a button error alarm. Customer's father did not recall any significant events leading up to the alarm. Blood glucose level was 273 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that no button error alarms noted. Minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained address/serial number label. The insulin pump had intermittent button response due to corroded keypad traces.